Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. A section of the cutting wire securing component broke from the cutting wire/shorter section of the anchor but remains inside the catheter at the distal end. The shorter section of the anchor is attached to the tip of the cutting wire, and it measures 2 mm, therefore no part of the device is missing. There was no evidence of a cautery application on the cutting wire (blackening of the cutting wire was not observed). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter (w/o detachment). A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten the sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ prior to distribution, all tri-tome pc protectors are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook tri-tome pc triple lumen sphincterotome. It was initially reported that the physician detected the cutting wire broken before advancing into endoscope. The physician then changed to another of the same device to complete the procedure. There was no reportable information at this time. Per communication received on (B)(6) 2022 : cutting wire anchor disconnected at the patient end of the device. [Subject of report] this occurred prior to patient contact; there was no impact to the patient.